Event description:
According to the reporter during the procedure, the surgeon was trying to cut the angle of the plate. The cutter is not designed to cut the angles. The result was the top of the plate cutter broke off. After the top of the plate cutter broke off, the surgeon used a second plate cutter. Again the top of the plate cutter broke off. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. According to the product development event evaluation, the fracture surface on both returned cutter heads is homogenous and demonstrates minimal ductility which is consistent for (B)(4). The fracture plane runs through the interior corner radius which is the focal point of the highest stress concentrations during cutting. It can be inferred that the applied load during cutting generated a stress concentration that exceeded the maximum allowed stress at the interior corner radius, resulting in the stated breakage. From a design perspective, this complaint is valid. A design revision was completed to address the noted breakage which was approved on (B)(4) 2010 and it became effective. (B)(4). The returned cutters were manufactured in december 2008, which is prior to design revision.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.